Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen became shattered and unresponsive. Additionally, a malfunction alarm occurred. The customer's blood glucose was 154mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.